Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched was confirmed. The reported difficult to advance could not be tested due to the device condition. The reported break could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Fourteen units from the same part and lot were visually inspection: the inspection found no evidence of a product quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that resistance was encountered during advancement of the guide wire. In this case, analysis of the returned wire noted multiple bends on the distal end of the wire. This type of damage is consistent with interaction with the anatomy. It is possible that the wire sustained damage during advancement, impacting its maneuverability and resulted in the difficulty encountered during advancement. Additionally, it is likely that manipulation of the wire, during its difficult advancement, contributed to the reported stretched coils. The reported break was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Returned device analysis identified the guide wires were kinked/bent and no breaks were identified. No additional information was provided.

Event description:
It was reported the procedure was to treat an unspecified vessel. There was some resistance during use of the ht flex-t guide wire and the device was removed. It was noted upon removal that the tip of the wire had unraveled. The issue occurred with another device from the same lot. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.